Event description:
A customer contacted beckman coulter (bec) in regards to receiving "primary vacuum is low" errors and observed water leaking from the hydro in the unicel dxc 600 pro synchron chemistry analyzer. The customer indicated that the leak was not contained within the instrument. Upon the bec service visit on this issue, the bec field service engineer (fse) confirmed the issue to be a closed tube aliquoter (cta) autogloss leak in the auto gloss tubing. The leak was not contained within the instrument. The operator stated that she was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
The bec fse identified the issue to be a closed tube aliquoter (cta) autogloss leak in the auto gloss tubing. The fse observed that the tubing line was caught on a cover underneath the cta unit and had a tiny hole in it. The fse replaced the autogloss tubing which resolved the issue. (B)(4).